Event description:
It was reported that during an open reduction, internal fixation procedure of a proximal humerus on (B)(6) 2015 a guide block was left in the patient. The patient was taken back to the operating room the next day ((B)(6) 2015) to have it removed. Both procedures were successfully completed without a surgical delay. X-rays were taken and per a review done by the manufacturer, the guide block could be seen. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was left in the patient on (B)(6) 2015 and removed from the patient on (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.